Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device will be repaired onsite and will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device displayed a "pacer fault 115" message. Complainant indicated that there was no patient involvement in the reported malfunction.